Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 6.3, 1.5, and 4.0. The time between testing was one (1) min between each test. Therapeutic range 2.0 - 3.0 for the pt. There was no report sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #304243, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.